Event description:
The ge oec 9800 fluoroscopy system was reported to have started smoking and then displayed a stator error. The system became inoperable and was removed from use for service. No injury or negative effect to patient or user resulted from this malfunction.

Manufacturer narrative:
A ge oec service representative investigated the issue and isolated the malfunction to a failed power motor relay pcb. The power motor relay pcb was removed and replaced. The system was tested and found to be operating as intended. No negative patient effect was caused by this malfunction. The facility was unable or would not provide any patient information with respect to this issue.